Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the battery cap was damaged and there were cracks on the battery compartment. It was also reported that the insulin pump had alarmed a motor error. The insulin pump was not dropped nor bumped. The set was changed the insulin pump was working as designed. The customer's blood glucose level was 180 mg/dl. The device will not return for analysis. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, it was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self -test and off no power test. The motor was tested outside of the device and passed. We were unable to verify alarm in the alarm history due to history file overwritten alarms. The device alarmed due to a corrupted history file. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked belt clip slot and broken reservoir tube lip.